Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 (event found) obtained from customer follow up response. The device was returned to regional repair center for inspection and the reported failure was confirmed. The pump head was observed to be loose, the flow rate is too low , the pump roller found to be defective. Based on the results of the investigation, the reported issue was confirmed found to be due faulty pump roller. Olympus will continue to monitor field performance for this device.

Event description:
Communication via follow up, the following was conveyed: the issue was found before a gastro activity procedure. Th intended procedure was completed using a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a defective irrigation pump roller. There were no reports of patient harm.